Event description:
It was reported that bd luer lok¿ 3 ml syringe bulk convenience pak experienced a case of difficult plunger movement, and a case of a misaligned stopper. The following information was provided by the initial reporter: during incoming visual inspection of 3ml syringes, several were rejected. Plunger defect at the plunger leaning to one side.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd luer lok¿ 3 ml syringe bulk convenience pak experienced a case of difficult plunger movement, and a case of a misaligned stopper. The following information was provided by the initial reporter: during incoming visual inspection of 3ml syringes, several were rejected. Plunger defect at the plunger leaning to one side.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd luer lok¿ 3 ml syringe bulk convenience pak experienced a case of difficult plunger movement, and a case of a misaligned stopper. The following information was provided by the initial reporter: during incoming visual inspection of 3ml syringes, several were rejected. Plunger defect at the plunger leaning to one side.

Manufacturer narrative:
H6: investigation summary: one photo and four loose 3ml syringes (p/n 309702) were received and evaluated. The photo was of a 3ml syringe that had a severely angled stopper. The four loose syringes all had severely angled stoppers that were non-conforming per product specification. Potential root cause for the jammed stopper defect is associated with the assembly process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch #8274529 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.